Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, moderately tortuous and 100% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the balloon material. Thus, resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous left main artery to the left circumflex that was 100% stenosed. Dilatation was performed with a 1.5mm non-abbott balloon. The 2.0x15mm mini trek balloon dilatation catheter was advanced to the lesion with resistance noted with the anatomy. During the attempted inflation, the balloon ruptured longitudinally at around 6am on the first inflation. The device was replaced with a 2.0mm non-abbott balloon to successfully continue the procedure. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.